Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported there no errors in the positioning sensor unit (psu) event logs. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed "localizer not connected" when attempting to register the patient following registration. Restarting the navigation system restored functionality and the site continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.